Event description:
On (B)(6) 2017, during a peripheral diagnostic procedure, a 10cc bd syringe split while injecting contrast, spraying doctor, staff and screens with contrast - was thrown out with tray. We have no lot numbers for the above incidents.